Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite® tapered certain® implant 4 x 13mm (ifnt413) was returned for investigation (image 1-2; the other implant out of frame is investigated under (B)(4). Visual inspection of the as returned product identified wear and debris about the implant threads and collar. Review of appropriate documentation: documents reviewed: zbinstsm rev a 06/19; potential adverse events and precautions DHR review was completed for the subject lot number 2011091817. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2011091817) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth: unknown / not provided. Patient sex: unknown / not provided. Weight: unknown / not provided.

Event description:
It was reported that the implant was removed due to pain. Tooth location 5.